Manufacturer narrative:
The investigation determined that a lower than expected vitros valp result was obtained from a single patient sample. The root cause could not be determined, however, pre-analytical reagent handling and storage or an equipment related issue cannot be ruled out as contributing factors. Acceptable valp performance has been obtained.

Event description:
A customer observed a lower than expected vitros valp result obtained from a single patient sample (40 ug/ml) compared to the repeat result obtained (50 ug/ml) when the same sample was retested using the vitros 5,1 fs system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected valp result of 40 ug/ml was reported outside of the laboratory, however, a corrected report was sent to the physician and there was no allegation of patient harm as a result of this event. (B)(4).